Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly experienced two episodes of dka requiring third party intervention while wearing pump. The events occurred on (B)(6) 2017 and (B)(6) 2017. Caller attributes elevated blood glucose level to not receiving insulin due to repeated e-4 and e-7 error messages on the pump. Customer was treated at the hospital with an insulin drip IV, fluids, potassium nitrate and electrolytes. Requested return of the alleged device for evaluation and replacement was provided.